Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer experienced unexplained high blood glucose of 428 mg/dl. The customer was assisted with trouble shooting and the insulin pump passed all test functions. The customer was advised to change the reservoir and infusion sets. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.